Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable. This involves both right and left eye and patient was wearing a different device in each eye. Please refer to linked manufacturer report (B)(4) 2640128-2023-00002 for the link incident report. Correction: this incident was initially reported 30-march 2023 as manufacturers report number (B)(4) 9614392-2023-00008 with manufacturing site indicated as coopervision UK hamble manufacturing, ltd. Further investigation identified that this product was manufactured at coopervision manufacturing puerto rico, llc. Report is being resubmitted with the correct manufacturers reference number under corrected FDA manufacturing site registration number.

Event description:
This incident was reported by the eye care professional, and limited information has been made available. It is reported by the patient to the eye care professional that they experienced an infection in both eyes (ou) after wearing contact lenses and were seen by a specialist, contact information not provided by the patient or eye care professional. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the incident with a lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate. As patient indicates ou infection and was using a different device in the other eye, refer to manufacturer report (B)(4) 2640128-2023-00002.

Manufacturer narrative:
Device sample returned for analysis, received 28 june 2023 and analysis completed on 14 july 2023. Manufacturers incident report is updated to reflect the results of device analysis and investigations. Refer to the following fields for updated or corrected data. Based on manufacturer analysis of the returned device(s) and investigation, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed. Should additional information become available additional investigation will be completed and a follow-up submitted as appropriate. This involves both right and left eye and patient was wearing a different device in each eye. Please refer to linked manufacturer report (B)(4) 2640128-2023-00002-01 for the link incident report.